Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite hand control unit overheated and melted surgical drapes and started on its own a couple of times. The event happened during the surgical case. The staff immediately stopped using the device and opened a back-up powermax elite shaver. The delay was about 10 minutes while they exchanged the shavers and got the new one secured in the machine. This did not result in a patient injury.

Manufacturer narrative:
Device investigation narrative - a service replacement powermax elite hndcont mdu part number 72200872s was received on may 24, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a motor stall error and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. Product failed for ¿short circuit detected¿ error. Overheating of motor/gearbox has melted the wiring from cable assembly to motor and shorted out internally causing "short circuit detected" error message when mdu was plugged into test control unit. After shorted wiring was removed from housing the mdu failed for motor stall error. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about february 29, 2016. Product manufacturing date: may 11, 2011. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).